Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a follow-up showed that there appears to be a type iii separation endoleak on the right side and total occlusion of the left limb due to a kink. The physician elected to implant two endurant ii stent graft limbs [16x16x93 and 16x13x156] to bridge separation into the external iliac artery. The procedure was completed successfully without further complications. The physician believed that the type iii separation endoleak was due to aneurysm remodeling. Per the physician, the cause of the stent graft limb kink was unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the exact cause of the right limb detachment and bilateral limb occlusion could not be determined from the films provided. The anatomy at implant is unknown, and earlier follow up films were not available for review and comparison. CT¿s returned from 4 years post-implant revealed that the patient¿s aaa measured 48mm and widespread contrast was observed. In addition, both the right common iliac artery (50mm diameter) and the left common iliac (54mm diameter) were aneurysmal. The films also confirmed that the bifurcate ipsi limb had detached from the right limb extension, resulting in a type iii separation endoleak and an occluded right limb extension. The limbs had separated ~20 ¿ 30mm and were also radially off-set; ~30mm centerline and 40° max angulation. The amount of initial junctional overlap is unknown. It is possible that aneurysm morphology changes and disease progression may have contributed to this event. On the left/contra side, the contra limb and extension were also 100% occluded. At the left iliac bifurcation, an acute vessel angulation and resulting stent graft kink of the left limb extension was observed which may have contributed. It is also possible that bilaterally extending down into the external iliacs, or a patient condition such as poor distal runoff may have been a contributing factor. On both sides the distal blood flow reconstituted in the external iliacs just distal to the limbs. Films from the intervention where two endurant ii stent graft limbs were implanted to bridge the separation, were not available. It is unknown what (if any) intervention was performed for the occluded left limbs. If information is provided in the future, a supplemental report will be issued.